Event description:
The customer reported that no images were being displayed during fluoroscopy x-ray. Loss of live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The contact on the interconnect cable plug was straightened. The system was tested and found to be working as intended and put back into service.